Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
Parent reported signal loss over 1 hour.